Manufacturer narrative:
Based on the information reported by the US importer, we performed our own investigation. All the available information has been shared with out clinical department manager who concluded the following: He evaluated that the use of the 20mm HP can be the most probable cause of the event considering the high density of hair (first treatment) and the shape of the treated area (jawline). In fact the Top Hat shape of the large HP on a convex area such as the jawline can have caused an overexposure of the skin to the laser radiation and the consequent blister. He evaluated that the post-treatment care prescribed to the patient can easily led to a perfect healing of the lesion without any permanent impairment. Moreover, burns are a foreseeable side effect as identified on the Operator's Manual code OM122B1-D1_G.V04 (actual revision shipped with the device) at chapter "Adverse Effect". That said, he evaluated the injury as NON-Serious.The actual device involved in the event has been evaluated by Cynosure's authorized technician who found the device working properly within specifications. No malfunction nor design issue has been found to be contributory to the event. Despite our evaluation of the event, as Non Reportable, we proceed with the submission of the present MDR report due to the fact that the US importer proceeded with the submission of their own MDR report (code 1222993-2026-00064 in date July the 15th, 2026) in accordance with 21 CFR part 803.50(b)(2). The present MDR report has to be considered as final unless FDA has more question about it.

Event description:
In date June the 30th, 2026 we received a communication from the US Importer, Cynosure, in which they reported of an adverse event in which the patient developed burns on the chin following a Hair Removal treatment with the Medical Device Elite iQ.The device involved in the event is the Elite iQ medical device, manufactured by El.En. Electronic Engineering Spa, which is marketed in the USA with 510(k) number K193426.In the narrative reported by the US Importer is reported: The patient underwent the first HR treatment. Following the treatment the patient developed a blister in the jawline. The parameters used for the treatment are: 20mm HP, 755 nm laser source, power 16J/cm2, pulse duration 20ms, 1 pass. The patient has been evaluated as skin type 2 and has not any preexisting condition that could make the treatment unsuitable. The patient was prescribed with oral Bactrim and topical Polysporin.The event took place at (b)(6) placed at (b)(6) US.Our Clinical Affairs manager evaluated the lesion reported by the patient and concluded that, with the prescribed post-treatment care, they can easily lead to a perfect healing without any permanent impairment. That said, he evaluated the injury as NON-Serious injury.We evaluated the event as NOT reportable (No Serious injuries reported by the patient and no hazardous malfunction has been recorded), anyway proceeded to submit the present MDR report due to the fact that the US Importer have submitted their own MDR report code 1222993-2026-00064 to the US FDA, we will proceed with the submission of the event in accordance with US FDA 21 CFR part 803.50(b)(2).